Event description:
The pt underwent a procedure for a permanent scs system. It was reported when the first lead was implanted intraoperative testing showed invalid impedances on all lead contacts. The issue persisted and the physician decided to explant and replace the lead. The new lead allegedly had invalid readings for some of the lead contacts. The physician decided to leave this lead implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.